Event description:
Boston scientific received information from an implant form that this patient died during an attempted implant of this implantable transvenous pacing lead. Subsequently, boston scientific received information from the local representative. The local representative reported that this patient was post-gangrenous right leg amputation with a heart rate in the 20 bpm range. The patient went into cardiac standstill (verified through fluoroscopic imaging and EKG) and did not respond to external or transvenous rv pacing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.